Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt wasn't receiving effective stimulation overage for his lower back pain. The pt underwent a procedure on (B)(6) 2013 and his physician disconnected one of the surgical lead tails from the ipg. It was noted an extension was put over the lead terminal end to protect rom possible future use. The pt's physician then implanted two percutaneous leads and the pt had effective lower back coverage postoperative.